Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, she passed out from low blood glucose, hit her head/ear, resulting in bleeding. The patient reported that medical intervention was not required. At the time of the call to dexcom technical support, the patient reported being in fine condition.